Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed with mammogram and ultrasound and implant removal from texture to smooth due to the concerns of the product. Patient later report rupture and "lumps". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported left side rupture. Patient later report rupture and "lumps". The device remains implanted.